Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 3 november 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during priming. The following information was provided by the initial reporter: material no:320122 batch no:9294861 it was reported that the needle clogged during priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during priming. The following information was provided by the initial reporter: material no:320122, batch no:9294861. It was reported that the needle clogged during priming.